Event description:
The customer reported via phone call that they received a no delivery alarm. Customer reported a black dot present on their insulin pump's screen. The customer's blood glucose was 400 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer stated their cannula was not bent upon removal of their infusion set. The customer declined to perform an additional 5 unit fixed prime to determine if there was an occlusion. Customer was advised to monitor their insulin pump and call back if the alarm occurs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.